Event description:
It was reported that the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead 2006 (B)(6); competitor ICD 2013 porcine heart valve 2003 (B)(6). (B)(4).